Manufacturer narrative:
(B)(4). It was not possible to identify the cause of the reported system error 2240 alarm because the sample was not returned for evaluation the lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarms that appeared on the homechoice (hc) display. The technical service representative (tsr) explained the alarm to the care giver (cg). The tsr reviewed the alarm log. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the peritoneal dialysis (pd) nurse (rn) stated the home patient (hp) was in the clinic yesterday and the pd rn was aware of the alarm. The pd rn was not aware of any problems with any bags and completed therapy that night with manual supplies. The pd rn stated they had resumed therapy on the cycler without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.